Manufacturer narrative:
The reported issue with the leaking sound has been confirmed during evaluation of the provided service report. Log files from the connected ventilator have not been provided to this investigation. Our fse (field service engineer) was on-site to investigate the issue further and could verify a leaking sound only when wall air gas supply was connected to the compressor air inlet. Device was disassembled and it was discovered that tubing that connects pressure sensor to the standby valve was punctured. The tubing was disconnected from standby valve and the damaged section was cut off. The tubing had sufficient length to connect back to the standby valve. Compressor was tested and it passed all performance and safety tests according to factory specifications test and was returned for clinical use. The root cause of the issue has not been determined.

Event description:
It was reported that there was a leaking sound coming from compressor. There was no patient harm. Manufacturer's ref #: (B)(4).